Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Visual inspection of the sample did not reveal any defects and leakage was not observed. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Investigation conclusion: during assembly process, the operator performs visual inspection of the membrane, spike port, housing and cap to verify that product is free of damages. The operator takes 24 samples for each (B)(4) units and verified the welding of the membrane, correct assembly and quality of the components. During the packaging process of phaseal product, visual inspection of the product is performed by the operator. Eight samples are taken for visual inspections (2 strips) to verify the quality of the blisters. 100% visual inspection is performed for all phaseal product by the operator before place the product in the unit case. During the load of product in the unit cases, the operator checks the correct quality of the product. In case of faulty product, it is sent to scrap. In case of packaging defects, samples are picked up and packaged again. Leakage test is performed according to pc-226 to ensure the quality of the membrane root cause description: the defect was not confirmed: no leak was found in sample received. As the lot is unknown, DHR cannot be reviewed. Rationale: complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that ifosfamide(chemo) leaked from a bd phaseal¿ infusion adapter c100j at the, "connection of membrane of the infusion."

Manufacturer narrative:
Device expiration date: unknown. Manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ifosfamide(chemo) leaked from a bd phaseal¿ infusion adapter c100j at the, "connection of membrane of the infusion."